Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device, including the blue defibrillation gel. The actual device was not returned for evaluation.

Event description:
During a retroactive review of distributor incident files, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. The patient reportedly had an existing wound from a tube that was implanted under the side of her rib-cage from a previous by-pass surgery. The lifevest was reportedly pinching the tube and poking into her side where the incision was. The patient planned to discuss ending use with her physician. The medical outcome is unknown.